Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a perclose suture device failed to deploy to close an access site in the right femoral artery. Hemostasis was unsuccessful, and a io millimeter (mm) stent was successfully placed. There was no subsequent bleeding, and no subsequent adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).